Manufacturer narrative:
The customer's meter and test strips were returned for investigation. The customer's meter and test strips were were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.3 inr, qc 2: 3.2 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory sections d10 and h3 were updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 378399) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 3:45 pm, the meter result was 5.4 inr. Within a few minutes, the laboratory result was 3.65 inr. On (B)(6) 2019, the meter result was 5.2 inr. Within a few minutes, the laboratory result was 3.62 inr. The doctor considered the laboratory results to be correct. The therapeutic range was 2.5 to 3.5 inr.